Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 transmitter experienced intermittent out of range signals during the night every day of the past week.